Manufacturer narrative:
Concomitant medical product: 429888 lead; 6935m62 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) provided a shock twice in the last two to three days. Patient states something must be wrong with the device because they suddenly have a high heart rate. Patient reported not feeling good. The device remains in use. No further patient complications have been reported as a result of this event.